Event description:
It was reported that the patient received inappropriate shocks. It was also noted that the patient's ejection fraction was low, and brady and tachy features were programmed off. It is not known if the lead has been explanted. No further patient complications have been reported as a result of this event. Additional information was received reporting that there was oversensing, and an apparent lead fracture. The lead was explanted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Detailed analysis of the device was not performed at this time due to pending litigation. Therefore, we are unable to fully evaluate the reported event. It was reported that the patient received inappropriate shocks. It was also noted that the patient's ejection fraction was low, and brady and tachy features were programmed off. It is not known if the lead has been explanted. No further patient complications have been reported as a result of this event. Additional information was received reporting that there was oversensing, and an apparent lead fracture. The lead was explanted. Lead(s), fracture of oversensing shock, inappropriate.